Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low impedance measurements with a non-boston scientific device. This resulted in a lead safety switch to unipolar pacing, then the patient had pocket stimulation, and no sensing was noted in unipolar. The patient was not pacemaker dependent, and the patient was monitored at that time. Additional information received reported that the lead was later surgically abandoned due to the impedance anomaly. No additional adverse patient effects were reported.